Event description:
Boston scientific received information that this device and right ventricular lead displayed a low out of range shock impedance measurement. Reportedly, after a ventricular fibrillation episode, a 31 joule shock did not convert the arrhythmia, but the patient with this system self converted. This low out of range shock impedance measurement was recorded during that episode. A decision was made to replace both the lead and this device. A revision procedure was performed. The lead was removed and replaced successfully. Upon removal, an x-ray revealed insulation damage. This device had not reached elective replacement indicator (eri). No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Without a returned product, analysis cannot be performed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.